Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6.5 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that 2 weeks post implant, the pt presented to the operating room with occlusion of both limbs of the stent graft. No additional info was provided.

Manufacturer narrative:
Results: arterial and venous occlusion. Other lack of info (unk cause of occlusion, aneurysm and vessel morphology were not reported, no films or operative reports were provided). Conclusions: other lack of info (unk cause of occlusion, aneurysm and vessel morphology were not reported, no films or operative reports were provided).